Manufacturer narrative:
Investigation summary: customer returned a photo of a 1/2cc, 6mm, 31g syringe with the poly bag. Customer states that the syringe body is cracked. The returned photo was examined and exhibited cracks in the barrel near the flange of the syringe. A review of the device history record was completed for batch# 6074872. All inspections and challenges were performed per the applicable operations qc specifications. There were ten (10) notifications that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for barrel damaged/cracked on lot # 6074872. Based on the samples / photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a bd insulin syringe with bd ultra-fine¿ needle had a cracked body. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd insulin syringe with bd ultra-fine¿ needle had a cracked body. There was no report of exposure, serious injury, or medical intervention.